Manufacturer narrative:
Additional information: b5 plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility¿s biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine consecutively burned four power control boards and emitted a smoke smell. The issue was noticed during power up. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The customer stated that the refurbished power control boards were from another vendor and were defective or incorrect. After using an original equipment manufacturer (OEM) power control board the machine worked properly. The bmt reported that there was melting, burning smell, smoke, spark, flame, and arcing observed. This did not cause the facility¿s smoke detectors go off. No intervention was required to extinguish the fire. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has approximately 18,000 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt replaced the power control board and triac, which resolved the issue. The bmt reported that the machine has been returned to service without issue. No parts were returned to the manufacturer for physical evaluation.

Event description:
A user facility¿s biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine consecutively burned four power control boards and emitted a smoke smell. The issue was noticed during power up. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The power control board was the original fresenius part on the machine. The bmt reported that there was melting, burning smell, smoke, spark, flame, and arcing observed. This did not cause the facility¿s smoke detectors go off. No intervention was required to extinguish the fire. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has approximately 18,000 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt replaced the power control board and triac, which resolved the issue. The bmt reported that the machine has been returned to service without issue. The power control board and triac were reported to be available to be returned to the manufacturer for physical evaluation. Rga# (B)(4) has been issued.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed based on the objective evidence provided by the facility¿s biomedical technician (bmt) during follow up.

Event description:
A user facility¿s biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine consecutively burned four power control boards and emitted a smoke smell. The issue was noticed during power up. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The customer stated that the refurbished power control boards were from another vendor and were defective or incorrect. After using an original equipment manufacturer (OEM) power control board the machine worked properly. The bmt reported that there was melting, burning smell, smoke, spark, flame, and arcing observed. This did not cause the facility¿s smoke detectors go off. No intervention was required to extinguish the fire. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has approximately 18,000 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt replaced the power control board and triac, which resolved the issue. The bmt reported that the machine has been returned to service without issue. No parts were returned to the manufacturer for physical evaluation.